Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0167176, device manufacture date: 2020-06-15, medical device lot #: 0100191, device manufacture date: 2020-04-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill.. This event occurred 12 times. The following information was provided by the initial reporter: the customer stated "the tubes are overfilling. "There have been in increase in callbacks from the lab about overdrawn pt/ptt. This is associated with the pressure in the tube and it not easily avoided."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos do not show the customer¿s failure mode of ¿overfill¿ as the meniscus of fluid is below the shield. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported with the use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. This event occurred 12 times. The following information was provided by the initial reporter: the customer stated "the tubes are overfilling. "There have been in increase in callbacks from the lab about overdrawn pt/ptt. This is associated with the pressure in the tube and it not easily avoided.".